Event description:
Customer reported via phone call that she has been experiencing hypoglycemia. Customer stated she believed the basal rates are too high. Customer stated that her doctor advised to call to get the settings changed but customer did not know the changes that needed to be done. Customer was advised to refer to her doctor for any changes to the insulin pump settings. Customer was explained that she could be assisted with the steps to go through the menu to make the changes and to check if they are correct but the values have to be determined by the doctor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.